Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. It was reported that a voluntary user facility report was filed. The type of report was not specified and the report was not provided. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a motor assembly or electronic control unit failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or electronic control unit failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) metacarpal surgical procedure, it was observed that the electric pen drive device would only go in reverse. As a result, there was a twenty minute delay to the surgical procedure. There was a spare device available and the surgery was successfully completed with the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.